Manufacturer narrative:
The covidien field service engineer (fse) investigated customer report that the table would not move above waist level or go into any tilts and that the tube would not travel from head to foot. Fse was unable to duplicate any table issue, and verified proper operation to manufacturing specifications and completed hut service checklist qssrwi4.1. Unit passed checkout procedures. System was returned to full service by customer.

Event description:
On (B)(6) 2012: customer states via phone the table would not move above waist level or go into any tilts; in addition, the tube would not travel from head to foot. Customer was able to complete the retrograde procedure by moving the table top. The facility does have backup capabilities. Customer was not able to provide patient information other than no patient injuries.